Event description:
On february 10, 2025, an impulse dynamics field representative was informed that a patient implanted with an optimizer smart mini (osm) implantable pulse generator (ipg) had their ipg and leads extracted on (B)(6) 2024. The hospital cited the ipg was removed due to a "non device related" infection that the patient had developed. The explanted device was discarded by the hospital and was not available for evaluation. There is no information to suggest the ipg caused or contributed to the infection leading to device removal. A review of the ohr including device sterilization records did not uncover any anomalies.